Event description:
It was reported that the device was working normally and could be interrogated, however "nothing could be measured and programmed because configuration of the polarisation (sic) of the atrial lead was still in progress." The issue was resolved by clearing the invalid data, which was displayed as "???" In the patient information fields. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.